Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a magnetic resonance imaging procedure, the pacemaker momentarily went into emergency backup vvi mode. The device reverted from backup mode on its own. The device was restored to it's original settings. Patient was fine with no adverse consequences.